Event description:
It was reported that the pump was replaced prophylactically. The catheter was replaced due to break, tear, or hole. No pt symptoms were reported. The pump contained lioresal 2000 mcg/ml at a daily dose of 100 mcg/day. The pt recovered without sequela.